Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted via the left axillary approach and during therapy there was a "fiber optic sensor failure" alarm generated. The customer capped the central lumen and the emergency support specialist suggested a radial approach as an alternative pressure source. An "unable to update timing" alarm was also generated. The customer switched the iab pump (iabp) to semi-auto mode to silence the alarm. There was no reported injury to the patient.